Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Pump problem a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for sticky av pins. The pins were removed and cleaned; lip seals were then replaced. The wifi board is unseated and the screw bosses from the front housing are broken. Additionally, the outside of the front and rear housing have slight damage at the upper left corners. The pump was able to pass several mock infusions and final acceptance testing without any issues.